Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the cartridge pigtail during the fill tubing process. Reportedly, the customer inserted insulin into a new cartridge and successfully resumed insulin therapy. The customer's blood glucose level was 140 mg/dl.